Manufacturer narrative:
Evaluation , results: unknown (unable to determine root cause. Device or procedural images not provided for evaluation); no results available since no evaluation was performed. Conclusions: (unable to determine root cause. Device or procedural images not provided for evaluation); unable to confirm complaint (no device received for evaluation). (B)(4).

Event description:
It was reported that during the procedure the 2.0mm length x 15mm diameter sprinter legend (rx) balloon was slow to deflate at the lesion site and did not deflate immediately after inflation. It was reported that the device took greater than 30 seconds to deflate. The physician disconnected the balloon from the inflator/deflator, attached a syringe and when negative pressure was applied the balloon began to deflate. The device was inspected prior and negative prep was performed on the device with no issues noted. No clinical sequelae were reported.

Manufacturer narrative:
Related to operational context (negative prep performed on device prior to use with issues noted - the issue is most likely procedural related). Deformation problem (balloon leak). (B)(4).

Event description:
Evaluation summary: the device was returned for analysis. No resistance was noted when advancing a 0.014" mandrel though the inner lumen and the mandrel could pass out to the tip. There were no kinks located on the delivery system. The balloon of the device had been inflated. The balloon had evidence of contrast in its lumen. Negative prep was performed on the device, with a steady stream of bubbles noted entering the syringe. The balloon was inflated to rbp 14atm and it was noted that there was a pinhole leak in the middle of the balloon. The balloon deflated quickly within 10 seconds.